Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic for normal follow up. Externalized conductors were observed via x-ray. The electrical measurements are normal. The lead remains implanted.

Event description:
New information received notes that noise was observed during routine follow-up. The lead was explanted and replaced. The patients condition was stable.